Event description:
Reportable based on analysis completed on 10/07/2011. It was reported that during an embolization treatment procedure, there was resistance during coil advancement. The target lesion was located in the patient's bronchial arteries. A non bsc microcatheter was placed in the patient's vessel. Continuous flush with heparinized saline was set up. Resistance was met while inserting the 3.0mm x 6.0cm fibered-interlocking detachable coil (f-idc) into the hub of the microcatheter. The device was removed and while attempting to advance the f-idc again, resistance was met in its introducer sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the pusher wire was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned complaint device revealed the introducer sheath, pusher wire and coil were returned. The coil and pusher wire were returned inside the introducer sheath with their arms interlocked. Blood was present in the introducer sheath and the twist lock had been opened. The coil was removed from the introducer sheath with restriction due to dried blood. Blood was present on the fiber bundles; no other anomaly was noted. The pusher wire was stretched and kinked at the distal end from the distal solder joint to the mid solder joint. The core wire between the two joints was broken. No anomaly was noted with the introducer sheath. Microscopic inspection revealed the zap tip shape and surface were smooth. There was no damage to the interlocking arm of the main coil. The interlocking arm of the pusher wire ss coil was inspected and the core wire was broken just below the interlocking arm. Dimensional measurements which were taken were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used with an inappropriate catheter and analysis confirmed insufficient flush was utilized. The dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcatheter with one or two radiopaque (ro tip markers)." "In order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. Continuous flushing: reduces retrograde blood flow into the microcatheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and microcatheter lumens. Reduces premature coil thrombosis." (B)(4).